Event description:
It was reported that during a percutaneous translumianl coronary angioplasty stent procedure, the stent delivery system was placed at the end of a saphenous vein graft, contrary to IFU, and inflated. Reportedly only the proximal end of the balloon, which was protruding into the aorta, inflated and an abnormal inflation was visualized. It was confirmed that the stent was properly apposed to vessel wall, and the delivery system was removed. Upon removal it was noted that the c-flex membrane was folded and bunched at the end of the balloon. Reportedly no patient injury occurred.